Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a partial hepatectomy, the device stopped sealing effectively. The generator in use provided end tones, indicating a complete seal cycle. There was no bleeding or patient injury as a result. Another device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1212 was received for evaluation. Visual inspection found no defects. The customer reported that the device stopped sealing in the middle of the procedure and that sealing became incomplete. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.